Event description:
The bedwetting device was used sparingly for 2 nights and the second night, our child has suffered injuries from the alarm. At night, when he was sleeping, the device has somehow failed to operate correctly and got very hot. He is a deep sleeper and did not wake up on time. The result was that he suffered some burns on his neck from the alarm. Device was not tampered with and was new in box when used. It is a surprise that a small device can injure a child in their sleep.